Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had wrist corruption. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body. The instrument was not moving in a reversed direction. The instrument did not move uncontrollably. The tips were stuck shut. The instrument was moving in a non-intuitive motion. It couldn't be opened or closed with its jaw off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found a bent instrument grip tang as the primary failure related to the customer complaint. The instrument had a bent grip tang preventing the grips from opening, consistent with the customer report. Adjacent components and grips showed no additional damage or cracks. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.